Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 400 mg/dl at the time of event. Customer current blood glucose was unknown. Customer also stated that they received no delivery alarm and motor error alarm. Customer stated that the insulin did not exit at the time of priming. It was also reported that customer received motor position encoder error alarm. The insulin pump will not be returned for analysis.